Event description:
Received a voice mail from clinical services that a facility had a venous bloodline disconnection from a permcath catheter 2.5 hours into the treatment. Catheter was less than one month old. Estimated blood loss 200cc. The system was reconnected and the blood was returned to the pt. Pt was given 1600cc of saline and transferred to the hosp in stable condition. The sample is available for examination.